Manufacturer narrative:
Product available to stryker. An event regarding an assembly issue involving a partnership trial head was reported. The event was not confirmed. Device history review: not performed as the device's lot ID was not provided. Complaint history review: not performed as the device's lot ID was not provided. It was reported that during surgery the trial head would not stick to the trunnion of implant. The event could not be confirmed nor the root cause be determined as the device was not returned for evaluation and sufficient information was not provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Not returned to manufacturer.

Event description:
Trial head will not stick to trunnion of implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Trial head will not stick to trunnion of implant.